Manufacturer narrative:
UDI#  (B)(4). H10: additional manufacturer narrative: updated sections: f10, h2 and h3, and UDI #. H11: corrective data: corrected section: h6 (method, result and conclusion codes). H3:  customer report of pvl could not be confirmed through visual observations. X-ray demonstrated wireform intact. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately ­­2mm on leaflet 1 at the inflow aspect and 2mm on leaflet 2 at the outflow aspect. Host tissue fused leaflets 2 and 3 by approximately 1mm at commissure 3 on the outflow aspect. Host tissue on the stent circumference was moderate at both the inflow and outflow aspects. A suture thread remained attached to the sewing ring around commissures 2. Two cor-knots also remained attached to the sewing ring around commissures 1 and 3.

Manufacturer narrative:
Aortic regurgitation (ar) in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. Trivial/trace to mild amounts of ar are not unusual post operatively in bioprosthetic valves. This is usually tolerated by the patients. If the regurgitation worsens or becomes symptomatic, reoperation may be necessary.  Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, pvl, when severe, can lead to significant morbidity including heart failure and hemolytic anemia. Pvl can occur in the mitral and aortic position for similar reasons. In the early postoperative period, the highest incidence of pvl has been seen in patients developing infective endocarditis, which is most likely attributed to inadequate peri-operative antibiotic prophylaxis or nosocomial infection. Annular calcification is also a risk factor for the development of peri-operative pvl as the bioprosthesis may not seat properly after debridement. Central regurgitation can also develop progressively if host fibrotic tissue grows onto the bioprosthetic valve. The growth may interfere with functionality of the device as the leaflet motion may be restricted leading to abnormal coaptation. The root cause of this event cannot be conclusively determined with the available information. Multiple attempts have been made for product return. There has been no response at this time. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through implant patient registry, it was learned that a patient with a 21mm 3000 aortic valve was explanted after an implant duration of one (1) year due to pvl and to repair a vsd. A 21mm 3300tfx valve was implanted in replacement. Per the medical records, the patient initially underwent an avr with a 21mm 3000 for endocarditis one year earlier. The patient stabilized nicely but did develop pvl in the region of the right coronary cusp as anticipated based on the findings of his original operation. Additionally, the infective process evolved to the point where it eroded through the proximal interventricular septum underneath the annulus at the location of the right coronary cusp resulting in sub-annular vsd which was evident on multiple echocardiograms. The patient underwent a redo avr. Intraoperatively, the pvl was observed where the prior maximum infectious process and abscess formation had been. Vsd was also observed beneath the valve. The procedure was complicated by a tear in the proximal ascending aorta after valve removal where a prior prosthesis strut had grown into the aortic wall and was repaired with primary closure of the area. The sub-annular vsd was also closed. The explanted valve was replaced with a 21mm 3300tfx. The valve was nicely seated and was secured with cor-knots with perfect circumferential tissue coaptation. The vsd was secure as well. Postoperative tee showed the aortic valve was fully competent without perivalvular leakage and no further presence of the vsd. The patient was weaned off cardiopulmonary bypass. The patient tolerated the procedure well and was transferred to the ICU in stable condition. The patient was discharged home in stable condition on pod #3.  Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.